Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Subsequently, the device was explanted (date not reported), and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.